Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that on (B)(6) 2018 this lead had thresholds of 5vat2ms. On (B)(6) 2018 thresholds were 7vat2ms. Rv output was already programmed to max output. The cause of high thresholds is unknown. There is no fracture or insulation issue. No programming changes were made. No adverse patient events were reported. There is no mention of a lead revision.